Manufacturer narrative:
One device was returned for analysis. Visual inspection found fluid ingression and contamination in the downstream occlusion seal. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the fluid ingression. As a result, the main board and downstream occlusion sensor were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
E1: phone extension: (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error 46510, continuous beeping, and can't upload or test. There was unknown patient involvement.